Event description:
It was reported that this right ventricular (rv) lead was explanted for an unspecified reason and was successfully replaced. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device; however a response has not been received yet. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.